Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting additional relevant patient medical records and treatment data regarding the reported event and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported information and the plant's investigation.

Manufacturer narrative:
Device review: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the bloodline used in the reported event. A sales and shipment search was performed to determine which lots were sent to the user facility during 3 months prior through the date of the event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the 3 months leading up to the reported event. The record review found one lot number shipped to the customer during that time period. The batch production records for this lot were reviewed. The batch records confirmed that released product met specifications. Per the documented product investigation, there was no indication that the fresenius bloodlines caused, contributed to or was a factor in the reported event. The system level review of the 2008k machine's concomitant products find that the complaint is not confirmed as complaint samples are unavailable for investigation and the complaint lot numbers are unknown.

Event description:
The user facility's biomedical engineer reported that patient expired with two minutes of treatment remaining. The biomedical engineering also reported there was no issue with the device. They tried to resuscitate the patient. The patient was sick with pneumonia. The manufacturer's regional equipment specialist evaluated the device post event and the device passed all testing.